Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 104 (night drain #4) alarm occurred during peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. During troubleshooting, the patient reported bypassing a low drain volume alarm. The technical service representative assisted with ending therapy and reviewed the alarm and possible cause with the patient. There was no patient injury or medical intervention reported. No additional information is available.